Event description:
After 32 months of implantation, this ICD was explanted because of reported possible noise being sensed.

Event description:
After 32 months of implantation, this implantable cardioverter defibrillator was explanted because of reported possible noise being sensed.